Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. This lead was replaced with same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Moreover, helix was extended with dried body fluid was noted in the helix housing which is normal for active fixation leads. There were noted melt marks in the insulation likely explant electro-cautery damage. Hence, visual inspection revealed no abnormalities, only typical surgery-related damage is noted, but is not considered abnormal. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. This lead was replaced with same model. No additional adverse patient effects were reported.